Manufacturer narrative:
MDR 1219913-2020-00580 was filed on (B)(6) 2020 for a discordant, high advia centaur xpt progesterone (prge) result. (B)(6) 2021 additional information: siemens has completed the investigation. The customer provided two retained patient samples for investigation. The patient was undergoing in-vitro fertilization (ivf) and was being supplemented with dehydroepiandrosterone (dhea). Siemens tested the patient samples for progesterone (prge) and dhea-s04 (dheas) run on the advia centaur xp. The progesterone results were elevated and consistent with what the customer observed. The dhea-s04 values for both samples exceeded the expected ranges published in the advia centaur dhea-s04 instruction for use (female normal range 25.9-460.2 g/dl). The customer is aware of the advia centaur progesterone instructions for use limitations statement that states the following: "the supplement dehydroepiandrosterone (dhea) may cause falsely elevated progesterone results in immunoassays. At an initial concentration of progesterone of 0.70 ng/ml (2.23 nmol/l), a 211% change in concentration was observed at the supraphysiologic level of dheas (dhea metabolite) of 20,000 ng/ml. For patients being treated with dhea, an alternate method that is not expected to show cross-reactivity to dheas (dhea metabolite), such as liquid chromatography-mass spectrometry (lc-ms), should be used." The outcome of the investigation has been shared with the customer and no further support is requested. A potential product issue has not been identified. The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation findings code and the investigation conclusion codes were revised.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, high advia centaur xpt progesterone (prge) result. Quality control (qc) results were acceptable at the time of the event. Siemens is investigating. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
A discordant, high advia centaur xpt progesterone (prge) result was obtained by the customer and questioned by the physician(s). The sample was sent to an alternate reference laboratory, tested with an alternate progesterone method, resulting lower. The lower alternate progesterone test method result was reported to the physician(s) as the corrected result. There are no reports of adverse health consequences due to the discordant, high advia centaur xpt progesterone (prge) result, however the patient's fet( frozen embryo transfer) cycle was cancelled.